Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. (B)(4): the piece of cable was jammed inside the tensioner upon receipt, and could not be removed. During evaluation of the cable tensioner, the cable portion was removed from the tensioner. The piece of cable is short and too badly damaged to be identified, therefore, it cannot be determined if it meets specifications. (B)(4)

Event description:
This is 2 of 2 reports for the same event, (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the cable tensioning, the cable ruptured and stayed stuck in the tensioner device. The operation was successfully finished with another cable tensioner. This report is for an unknown cable. This is report 2 of 2 for complaint (B)(4).